Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On 21-jul-2025, the user reported a decrease in continuous glucose monitor (cgm) readings from 81 mg/dl to 67 mg/dl. The user reported no symptoms and obtained a fingerstick reading of 86 mg/dl. The cgm reading increased to 79 mg/dl during the call. The user was advised to continue monitoring and confirm readings with fingerstick measurement.